Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display and keypad unresponsive. The blood glucose at the time of the incident was 111 mg/dl. The customer states they went to change the site and noticed the blank display and the keypad anomaly. The customer states the numbers were scrolling on their own and there was a delayed response from the buttons. The history was reviewed and noted there was a button error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.